Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI:(B)(4). The device history record (DHR) for 00515048601 lot number 28065161, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 23 january 2019, it was reported from krankenhaus reinbek that the blue locking ring was loose and falling out and the green spray nozzle had detached from the tip. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the device were provided by the account, however. The photos indicate that the a device had the blue locking ring was loose and the green nozzle had detached. These photos confirm the reported event. While the photos provided by the account confirmed that the 00515048601 had a lose locking ring and a detached spray nozzle. It cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
During surgery: blue locking is loosening during application and is falling out. The green material is loosening from the little spraying approach, as soon the pulsavac plus ac will be applied. The green part did fall into the patient, but was retrieved immediately. No delays. No additional consequences were reported as a result of this malfunction.